Event description:
A malfunction was reported, specifically identified as malf 12, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared.